Manufacturer narrative:
H1- does not meet the reportability criteria as ppe has confirmed normal device longevity.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost therapy and ipg was deemed inoperable. As such surgical intervention took place wherein the ipg was explanted and replaced with new one. Reportedly effective therapy was restored.